Event description:
A physician reported pt who had been skin-tested and treated previously by an unidentified physician. On 12/29/1999, physician treated the pt's nasolabial folds. At the time of treatment, physician noticed an immediate bruise measuring 6 mm at the lower right nasolabial fold, accompanied by tenderness. That night the pt noticed increasing tenderness, and the next morning, noted blistering, epidermal peeling, and an exudate, all at the same site. The pt did not report her symptoms to the physician until the time of examination on 01/04/2000. On examination, the physician noted a 10 mm round, induration nodule. The pt has no history of cold sores, and the physician did not attribute the blistering to herpes. The physician diagnosed vasospasm related to the treatment. The physician did not believe that necrosis had occurred, as there was no blackness present and only superficial epidermal peeling. Topical polysporin ointment and oral cephalexin were prescribed.